Event description:
In 2001, the end-user's mother called minimed, USA and stated that the quick set hub was becoming detached from the adhesive. The adhesive is still on the skin, but the whole hub pulled off. In 2001, maersk medical received the complaint and 1 used infusion set. The near-incident took place in USA.